Event description:
It was reported that during a duodenal switch procedure, the device was fired with a green cartridge and on the pt side the staples formed fine, but on the remnant side the staples were unformed. As this was on the remnant side, there was no pt consequence. The device was loaded with a blue reload and fired fine.

Manufacturer narrative:
Info anticipated, but unavailable at this time.